Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer blacked out with a low blood glucose and emergency medical services were called. The customer's blood glucose was 62 mg/dl. He was looking up something on his phone, he blacked out, and when he came to, he was in the middle of the street with a police officer at his window. The officer had him go to a local restaurant to eat and then let him go. The pt was in a vehicular accident. The customer stated, he was at a store and knew his blood glucose was low, so he bought cookies and soda and drank soda and was looking up a store. Nothing further reported.